Event description:
Patient (B)(6) was on a v60 non-invasive ventilator (B)(4). The physician made the decision to intubate her. As the respiratory therapist was preparing for intubation the v60 stopped ventilating. The screen went black and a square appeared in the middle which read "vent inop". The therapist immediately took the patient off the v60 and placed her on a non-rebreather mask. The patient was not harmed as a result of the malfunction. The v60 was immediately isolated and tagged. A voice report was made and the therapist emailed her manager. (B)(6).